Manufacturer narrative:
Based on the available information from the event description and engineering investigation, the root cause is likely due to patient factors. The root cause analysis has found the following patient factors contribute to thickened leaflet: thrombosis, inadequate anticoagulant therapy, hyperlipidemia, endocarditis and pannus formation. Additionally the following patient factors contribute to restricted leaflet motion: leaflet thickening, increased workload of mitral valve due to increased la pressure from tricuspid regurgitation/atria and ventricular dilation/enlargement, inadequate anticoagulant therapy, thrombosis, and reduced leaflet systolic function. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which, on pod 750, the patient presented to the ed with shortness of breath. CT imaging revealed concern for worsening thv dysfunction in the setting of known halt. The patient subsequently underwent a valve in valve procedure with a sapien 3 ultra resilia valve, which was successfully implanted with no procedural complications, and the patient was alive at the end of the procedure.